Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician had trouble advancing the wire down the lead. During saline flush, it was noticed that saline was oozing out of the lead between electrodes 2 and 3 and not oozing out of the distal end. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted a test sample guidewire was fully inserted in the guidewire with no anomaly. The lead lumen was flushed with alcohol and no leaking was observed besides the distal tip. If information is provided in the future, a supplemental report will be issued.